Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted omentum and bowel adhesions to the mesh and fistulization of the mesh into the small bowel. The small bowel and mesh required resection and removal. The remaining abdominal defect was closed by a primary repair. It was reported that the patient experienced severe pain and bowel issues. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.